Event description:
The user facility reported an employee received chemical burns on her fingertips, wrist and forearm while unloading items from the v-pro 1 plus sterilizer. The employee rinsed the affected areas with water and sought medical treatment at the facility's occupational health department. The employee did not receive medical treatment and returned to work the same day. No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician arrived onsite and reviewed the cycle printout subject of the reported event. The cycle printout confirmed the cycle completed successfully with no alarms or aborts. The steris technician then evaluated the v-pro 1 plus sterilizer and found the equipment operating to specification. No repairs were required; the reported event could not be duplicated. The steris technician confirmed that the employee was not wearing ppe, gloves, at the time of the event. The operator manual (6-11) states, "unload sterilization unit: steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical -resistant gloves when using the sterilization unit. In addition, the operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." The facility's sterile processing manager was informed of the reported event and informed the steris account manager that the employees in the department would be retrained on the importance of proper ppe and drying instruments before they are placed in the v-pro 1 plus sterilizer. No further issues have been reported.